Event description:
The customer reported that the activation button became stuck, causing the device to continue activating even when the surgeon took his hand off of the button. The device was not on tissue at the time. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a follow-up report will be submitted.